Manufacturer narrative:
A revision procedure was performed and the pace sense portion of the related lead was capped and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device had recorded increasing right ventricular (rv) pacing thresholds and pacing impedance varying from 1000-2000 ohms. At a follow-up appointment, the impedance was greater than 2000 ohms. Noise was also observed, leading to oversensing. The patient was hospitalized. No further adverse patient effects were reported.